Manufacturer narrative:
Product complaint # (B)(4). The device associated with this report was received for examination. Visual examination of the returned femoral head denoted a remarkable worn appearance at the part. It was possible to identify a disassociation event among cup and liner since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. It is subsequent the liner disassociation and does not signify any product error. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient came to surgery after she experienced a sudden onset of squeaking of her total hip. X-ray of her hip showed femoral head sitting superior in acetabular cup. Determines that the poly needs to be revised. Revision surgery is scheduled. During surgery noted that a superior piece of poly had broken. There were a few poly fragments in the joint. Surgery retrieved the fragments removed the poly from the cup and also removed ceramic head. Surgery determined that the cup and stem were still well fixed and in good shape. A new poly liner was impacted and appropriate length femoral head was seated. There was no delay in surgery. Doi: (B)(6) 2016. Dor: (B)(6) 2022. Affected side: right hip.